Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 321 mg/dl, 253 mg/dl, and 150 mg/dl when all test were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.